Manufacturer narrative:
Investigation evaluation: during an initial visual inspection the link wires are noticed to be extremely bent but there is no evidence of any section to be missing or broken. During the visual inspection, it was noticed that the forceps cup are misaligned. On 10/12/2015 the supplier provided the following information: as returned, the device tip does not open or close. The link wires have been severely damaged and the device would not meet the checklist requirements. It is unknown how the damage occurred to the link wires. However, the damaged link wires could prevent the device from moving freely within the scope. The device history records were reviewed; no relevant defects were noted on the lot history records. The root cause of the customer experienced issue of "stuck in scope" was due to damaged link wires. However, it is unclear what caused the damaged to the link wires. Each device is visually inspected and tested to assure that the cups are aligned, the link wires are in the proper place and that the tip opens and closes. The supplier could not determine a cause for the damage to the distal end of the forceps; however, the cup misalignment and damaged link wires were most likely caused by the users inability and/or attempts to remove the forceps from the endoscope. Regardless of the cause, it is confirmed that the cups are misaligned in the device's current condition. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the supplier has evaluated the device and has confirmed severe damage to the distal end of the device including cup misalignment. The cause of the damage is not known. One potential cause of the damage is: the instructions for use instruct the user to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. If gentle pressure is not maintained as the forceps are drawn into the endoscope, the rear cup lever arms may not be reduced to a small enough diameter to allow removal from the endoscope. If these lever arms catch on the end of the endoscope, such damage and distortion to the distal end of the forceps is a possible result. The instructions for use direct the user to visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition do not use. Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a biopsy of the stomach, the physician used a cook captura biopsy forceps without spike. After insertion into endoscope, the branches got stuck [the forceps got stuck]. The forceps have been removed from endoscope. The physician used a different captura biopsy forceps without spike without problems. On 09/21/2015, the product was received for evaluation and the forcep cups were found to be misaligned.